Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a fiber optic module error.

Manufacturer narrative:
Updated data: b4,e2,e3,g2,g3,g6,h2,h10,h11 corrected data: d5.

Event description:
N/a

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had error for fibre optic module. A getinge field service engineer (fse) stated cardiosave iabp was not displaying fibre optic readings on display. Verifed all fibre optic tests inspected all connections. But while performing final tests by getinge fse found cardiosave to fail drive manifold tests. To resolve issue replaced compressor. Ran and passed all performance and function tests. Its unknown if there was patient involvement.